Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date in early (B)(6) 2022, a follow-up examination confirmed a distal type I endoleak from the right common iliac artery. On (B)(6) 2022, re-intervention was performed. For treatment, a stent graft was additionally implanted into the right distal side. The endoleak was resolved and the procedure was completed. According to the fsa, it was reported that aneurysm enlargement was caused due to the distal type I endoleak and/or suspected device migration was caused due to the enlargement.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. Problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. Problem with all or part of an implanted or invasive device moving from its intended location within the body. Tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.